Event description:
The customer reported the system had a generator error resulting in a loss of x-ray functionality. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.